Event description:
Although there is no injury to the pt at this time, we are reporting this alleged incident as MDR.the unit had been used the same day prior to this procedure and everything was fine. After setting it up for this procedure, it just wouldn't work. While the probe was inside the pt, the unit smoked and boards burned. Removed the unit and finished the case with other equipment.